Event description:
Related manufacturer reference number: 2017865-2021-38284. It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) episodes. Review of the transmission revealed that they were caused by noise and dislodgement of right ventricular (rv) lead and right atrial (ra) lead. There was loss of capture on both ra and rv leads as the evoked responses were delayed. Chest x ray was performed on (B)(6) 2021 which confirmed ra and rv lead dislodgement. The ra lead also had low p wave amplitude. No programming changes were made to the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, sensing noise and p-wave amp variation. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specifications. The reported events of failure to capture, sensing noise and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received notes the right atrial lead and the right ventricular lead were explanted and replaced on (B)(6) 2022. The patient was in stable condition.